Event description:
It was reported nonsustained lead noise episodes were observed due to post paced t-wave oversensing. Programming changes were made. There were no adverse consequences to the patient.